Event description:
In (B)(6) of 2014 I had hernia surgery. They put in marlex mesh, which I'm now finding out was recalled back in 2008. I am having a severe and worsening reaction. According to my doctor my liver is overloaded and stagnant. Unable to handle the toxins coming from the mesh. This has caused more pain and rashes, other open sores. At night I itch in my sleep so bad I bleed. Little has helped the pain. I'm not able to get more than 2 hours sleep at a time usually.